Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, the blue part of the clamp adjustment was originally misaligned and came off when trying to re-fit it correctly. No patient injury or clinical affects was reported.

Manufacturer narrative:
One sample and two photos were received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.